Event description:
Customer indicated unexpected negative reactivity for 2 cell screen and antibody ID assays on a patient sample tested by galileo. Previous manual tube testing had identifed an anti-kell. The customer stated no adverse event occurred as a result of the unexpected negative reactivity.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrid, lot id107 and crrs (I and ii), lot x269. The reagents were used by the customer at the time of the event. The 2_cell testing was performed with the customer's returned samples (from same patient) using retention crrs (I and ii), lot x269 on an in-house galileo. Samples were nonreactive in all testing. Hemagglutination tube testing was performed with the customer's sample using retention panoscreen (I ii, and iii), lot 48123. Testing was performed at all phases and immuadd, lot 357005-1, was used as potentiator. Sample exhibited very weak (+w) reactivity at iat with the k+ cell and was nonreactive in all other testing.